Event description:
Asku

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Preliminary analysis found the device had no telemetry and no output. It was determined during further analysis that arcing occurred internal to the device during a charge. The arcing damaged 3 components in the charge circuit. The damage created by the arching over stress created a high current path that caused the battery to deplete. Due to the amount of damage, it was not possible to determine the root cause.